Event description:
Information received indicates the valve was explanted due to high gradient with stenosis noted by echo prior to explant. The valve was replaced with no additional consequence to the pt.